Manufacturer narrative:
The reported device does not include a syringe or plunger, it is a needle-only device. After further review of all available information, it was determined that the initial report (MDR #1017768-2021-00984) was submitted in error as this&nbsp;incident does not meet the criteria of a reportable adverse event or product problem. No further reports will be provided.

Event description:
The customer stated that when using the syringe for a vaccine, the plunger is sticking and causing the person giving the shot to have to remove the syringe and use another, resulting in sticking the patient a second time. Additional information stated that the child passed out during the incident. Additional information received on 27-sep-2021 stated that the child was a 15 month old male, 25 pounds. No treatment was needed after the incident.

Manufacturer narrative:
Sections a2, a3, a4 and b5 were updated with additional information received from the customer on 27-sep-2021.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer stated that when using the syringe for a vaccine, the plunger is sticking and causing the person giving the shot to have to remove the syringe and use another, resulting in sticking the patient a second time. Additional information stated that the child passed out during the incident.